Manufacturer narrative:
A lot history review (lhr) of rexh2115 showed one other similar product complaint(s) from this lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
Leakage of catheter extension where the clip was placed.